Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (event site name), g1 (contact office), g2, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received via the esp line regarding a catheter restriction alarm that caused the pump to enter standby mode. The pump could be restarted by pressing the start key, with no additional interventions required. The alarms occurred overnight and during the nurse's current shift, but not during day shift. The iab was placed axillary, which is not recommended in the IFU. No patient harm or injury was reported and helium tubing showed no blood or discoloration. Additional information were given to the nurse to discuss the reasons behind the alarm and the esp representative provided the nurse with interventions to attempt to reduce the catheter alarms and to call back if the alarm continued. Based on the description the catheter restriction alarms are most likely associated with the axillary placement of the iab catheter. Contributing factors could be the axillary placement may lead to increased resistance or movement, triggering restriction alarms. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g2.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by customer that during use intra aortic balloon (iab) had recurring catheter restriction alarms causing the pump to enter standby. Customer was able to restart the pump each time by pressing the start key without further intervention. The alarms occurred during night and current shifts but not during day shift. The iab was placed axillary; the axillary placement disclaimer was provided. No blood or discoloration was observed in the helium tubing. Nursing interventions were discussed to help reduce alarms. No patient harm or injury was reported.